Manufacturer narrative:
H1.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level that was "high" per continuous glucose monitor readings. Cause of high was ultimately unknown, however, it was found during troubleshooting with tandem technical support that the customer had forgotten to start the sensor session. High bg was addressed with a correction bolus. Tandem technical support assisted customer with starting the sensor session, and advised them to consult their healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.